Manufacturer narrative:
A boston scientific technical services consultant suspects the lead is fractured due to a parallel pocket wound. According to our resources, the lead remains implanted and no other adverse events have been reported. Efforts to obtain additional event information were unsuccessful. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead had triggered the lead safety switch (lss) due to impedance measurements greater than 2500 ohms. Sensing and threshold measurements were stable.